Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing of the stomach resection, the stapler did not fire, the jaws of the device locked on the tissue with a very strange sound and was removed normally. A new handle was used with the same reload to resolve the issue. There was no patient injury.